Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window. Pump does not vibrate when vibrator motor is activated due to broken black vibrator motor wire. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display window is cracked. Customer's blood glucose reading was 70 mg/dl. Nothing further reported.